Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Dissection is a known adverse pt event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that direct stenting was performed, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter. In this case, it cannot be determined whether the IFU deviation contributed to the reported pt effects.

Event description:
Adverse event: dissection requiring medical intervention. Onset of adverse event: during the procedure. Device issue: none. It was reported that the lesion was located in the distal left circumflex (lcx). The pt had tortuous anatomy. The whisper es guide wire was advanced and crossed the lesion and then direct stenting was performed with the 2.75 x 15 xience v stent. However, a dissection occurred in the middle of the stent. Post dilatation was performed, but the dissection required treatment with an add'l xience stent to cover the dissection. No add'l event or pt info is available.